Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/72 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: life cycle management of micra transcatheter pacing system: data from a high-volume center. Journal of cardiovascular electrophysiology. 2021;32:484¿490. Doi: 10.1111/jce.14825. Other relevant device(s) are: brand name: micra. Model #: mc1vr01-delsys, expiration date: unknown, serial#: unknown, UDI #: asku. Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: unknown. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this leadless implantable pulse generator (ipg). The article reports patients who experienced complications from the implant of the leadless ipg which included a pericardial tamponade in which the patient underwent a pericardiocentesis and one with an embolization of the leadless ipg to the pulmonary artery, which was retrieved. There were leadless ipgs which were abandoned due to premature battery depletion, intermittent failure to capture, pacemaker syndrome, and loss of capture. There were leadless ipgs which were extracted due to increasing thresholds. The status/disposition of the devices is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.